Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited warnings for low impedance in the unipolar configuration and oversensing. It was also reported that the  right ventricular (rv) lead exhibited oversensing, high v-v interval sensing integrity counter (sic) count and chronic high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.